Manufacturer narrative:
A gambro polyflux 21 l dialyzer was used in the dialysis treatment. The polyflux 21 l sample investigation could not be performed due to massive clotting of residual blood in the used sample. Gambro performed a lot history record check. This lot was produced and tested without any conspicuity. (B)(4). Gambro performed a complaint history file check. No further complaints were reported for this lot number.

Event description:
At the end of a 4 hour dialysis treatment, the patient complained of not feeling well with intermittent abdominal pain, back pain and nausea. The patient's bp increased from 190/111 mmhg at start of treatment to 223/119 mmhg. A minor kink/mark was observed in the arterial blood line between the blood pump and the dialyzer inlet. Treatment was terminated without returning the extracorporeal blood to the patient. The patient was admitted to the hospital for observation related to hemolysis. The patient's condition improved within 2 hours; there was no medical intervention or blood transfusion.